Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (504-505 mg/dl). The customer delivered a correction bolus to treat the bg. Reportedly, an undefined cartridge issue occurred. Reportedly, the customer performed a cartridge change and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.